Manufacturer narrative:
Five (5) samples were received for evaluation with the aluminum foil peeled. A visual inspection was performed with the naked eye which noted that the sponge was fully separated from the cap for all samples. The reported condition was verified. The direct cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were found separated from five (5) minicaps. This was found before use. There was no patient involvement. No additional information is available.